Event description:
It was reported that a spectrum iq infusion pump had low speaker volume found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, low speaker volume was reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be dislodged speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.